Event description:
It was reported that sheath was broken and leaking. New sheath required to complete the procedure. Procedure completed successfully and there was 20 min delay reported. There was no adverse patient side effects reported. No additional information available.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h10, h11. 11: based on additional information received on the 09/26/2022, customer reported that oscor guiding sheath was not leaking. The leakage was observed on different manufacturer device. Based on this information , this event is not considered reportable since there was no malfunction reported and device was working as intended. Please void this MDR from FDA database. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.